Event description:
The customer reported an episode of bacterial contamination of the hydraulic circuit.

Manufacturer narrative:
No pt injury was reported. Gambro us technical svc rep inspected the machine and found the bacterial colony counts had returned greater than action level after three consecutive draws and disinfections. He programmed the machine to perform an end-to-end heat disinfection along with cwp. Total number of events being summarized is 22. These reports are filed late as result of a retrospective review, as per our commitments in response to the gambro dasco warning letter of 1/5/06 and meeting with FDA on 11/13/06.